Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported that the insulin pump had a crack on the screen. It was reported that there was a crack on the upper right corner of the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner, and shifted end cap sticker.